Event description:
Partial jacket retraction. As the jacket was being retracted the figure 8 slipped off the recess. The physician pulled harder on the #1 lock, used 60cc vigorous saline flush, and an 8f guide catheter, but was unable to fully retract the jacket. They were able to pull the device back into the sheath and remove the device and sheath together. The hooks were slightly exposed and slight arterial trauma was experienced at the arteriotomy and was treated with a stent. A second device was successfully implanted.